Event description:
The patient's IV site was initiated in the left antecubital fossa by emergency room staff to infuse lactated ringers solution. Forty eight hours later the site developed a pustule and purulent drainage. The IV site was cultured and found to be positive for staph aureus. The patient was treated with an unspecified oral antibiotic and local site care. The patient recovered. The report source indicated that the clinicans are not swabbing the clave prior to accessing the clave port as per the label instructions. The user facility is also investigating IV site preparation. Though requested, no additional information was provided.